Manufacturer narrative:
Pump was received with no button response due to moisture damage keypad traces. The pump had scratched display window, case dented, cracked reservoir tube lip, missing end cap sticker, cracked display window corners, scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 260 mg/dl. Troubleshooting was not performed. The device was returned for analysis.